Manufacturer narrative:
It was reported by the clinical specialist that during the use of an icf100 when the surgeon was attempting to pass the guidewire up to ascending aorta, wire would not advance. Multiple attempts were made under fluoro; however, wire would not advance. It was noted that guidewire had a bend in it so a second wire was opened from another icf100 kit and again, wire could not be advanced. Surgeon decided to use a chit wood clamp. Evaluation: the icf100 device was not returned, only the two guidewires used in the procedure were returned. Visual inspection of the first guidewire found the device had a bend in it approximately 115cm and another bend at approximately 150cm. The second guidewire was found to have a bend in it at approximately 80cm, another at approximately 120cm, and another at approximately 150cm. Both guidewires were fed through a sample intraclude and were able to pass through the device. The complaint that the guidewire had a bend in it was confirmed. The complaint that the wire had difficulty advancing through the device was unable to be confirmed. The root cause of this complaint is unable to be determined from the information available. Trends for this issue are in control and will continue to be monitored. Manufacturing records were unable to be reviewed due to no lot number provided by the customer. There will be no pra or CAPA initiated at this time. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.

Event description:
It was reported by the clinical specialist that during the use of an icf100 when the surgeon was attempting to pass the guidewire up to ascending aorta, wire would not advance. Multiple attempts were made under fluoro; however, wire would not advance. It was noted that guidewire had a bend in it so a second wire was opened from another icf100 kit and again, wire could not be advanced. Surgeon decided to use a chit wood clamp.

Manufacturer narrative:
Device evaluation to be completed upon receipt of device.